Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing wound dehiscence, present at the ipg site. In turn, the patient had their system explanted on (B)(6) 2022.

Manufacturer narrative:
A patient is experiencing a wound issue at the ipg site was reported to abbott. The patient had their system explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.